Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that following three minutes of activation in the common femoral artery, while retracting the recanalization catheter from the lesion, the core wire allegedly broke approximately two centimeters from the distal tip. The detached portion was retrieved with a snare device. It was further reported that angioplasty was performed to complete the procedure with no issues. There was no known impact or consequence to patient.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. The first segment contained the distal tip, a portion of the core wire, and a portion of the outer catheter. The length from the strain relief to break in the core wire was approximately 143.6cm. The outer catheter measures 141.7cm from strain relief to catheter detachment. The second segment contained 1.2cm of outer catheter and 1.1cm of the guidewire lumen. The final segment contained 1.1 cm of outer catheter and the distal marker band. The distal tip and approximately 2.4cm of core wire were not returned with the sample. The outer catheter at the detachment points were jagged and stretched in appearance, likely indicating excessive force contributed to the catheter detachment. No other anomalies were noted on the returned catheter. Performance/functional evaluation: no functional testing could be performed due to the condition of the returned sample (i.e. Detached catheter and tip). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a tip detachment and a catheter detachment, based on the condition in which the sample was returned. The definitive root cause for this event could not be identified. Due to the condition in which the sample was returned (i.e. Signs of stretching), it is possible that excessive force may have contributed to the event. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current crosser recanalization catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.